Manufacturer narrative:
The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed. The customer declined further troubleshooting with customer service. The battery pack nor its electronic log files were returned and thus the root cause could not be determined.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.